Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that the patient expired. The cause of expiration was noted as sepsis. Per vad coordinator, the sepsis started out as a driveline infection and progressed to the pump pocket, which eventually led to sepsis. The patient did not have an autopsy. The pump was buried with the patient who died in (B)(6). No device related issues were reported.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.